Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor experienced an e315 scope not supported error. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection however, the customer contacted olympus technical assistance support (tac) via phone/email/other source. The customer informed tac of the event and remote troubleshooting was provided. Troubleshooting was able to resolve the reported allegation. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.